Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-24. H6: investigation summary: customer returned (1) loose 0.3ml insulin syringe with an opened polybag from lot# 9203895. Consumer reported found 1 syringe when removed needle shield hub stayed within shield. The returned sample was examined, and it was observed that the needle hub / shield assembly was separated from the barrel. No damage to the barrel tip was observed. A review of the device history record was completed for batch# 9203895. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure that the needle hub / shield assembly was separated from the barrel tip. CAPA pr1630423 has been opened to address this issue. H3 other text : see h10.

Event description:
It was reported that 1 syringe 0.3ml 31ga 8mm hub separated from the device. The following information was provided by the initial reporter: material no. 928858 batch no. 9203895. Consumer reported that needle hub separated into the shield. Date of event (B)(6) 2021. Sample status awaiting sample.

Manufacturer narrative:
A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 syringe 0.3ml 31ga 8mm hub separated from the device . The following information was provided by the initial reporter : material no. 928858, batch no. 9203895. Consumer reported that needle hub separated into the shield. Date of event (B)(6) 2021. Sample status awaiting sample.